Event description:
The event was entered in by (B)(6). The medtronic rep was present at the case. The sizing information was provided. The films are not available. The stent graft remains in the patient. The delivery system was discarded. An endurant stent graft system were implanted for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The external iliac artery had no issue however, the proximal neck and common iliac artery had severe tortuosity. The proximal neck was 27-31 mm in diameter and 30 mm in length. The left common iliac artery was 22 mm in diameter and the right common iliac artery was 17 mm in diameter. The right and left external iliac arteries measured 10mm in diameter. The neck angle was 90 degree. It was reported that during the index procedure four devices were implanted as planned however, a small proximal type I endoleak type ia endoleak was observed. The physician attempted to implant an endurant cuff but it was unable to be delivered. The same cuff was again attempted to be implanted from the right side using another manufacturer¿s 22fr dry seal, which resulted in failure. The endurant cuff was removed from the patient and discarded. The angiography showed that proximal type I endoleak had resolved, which might have occurred due to the difficulty of the delivery system (cuff) being pushed up hard by the physician, moving the bifurcate upward. The endurant limb, which had been implanted on the right side had separated and type iii endoleak occurred. The physician implanted an endurant limb as a bridge and the type iii endoleak was resolved. As the 22fr dry seal was removed, the patient had decrease in blood pressure. During decreased blood pressure, cardiac massage was carried out with percutaneous cardiopulmonary support (pcps). The physician then implanted and endurant limb and the damaged site improved. After that, the cause was unknown but left side was also damaged. Therefore, and endurant limb was implanted. The damaged site improved. The procedure was completed however, the patient expired two days later. The patient¿s blood pressure had decreased during removal of dry seal but the doctor from the anesthesia department seemed to control blood pressure with antihypertensive drug. The exact cause was unknown but would be mainly caused by removal of the dry seal.

Manufacturer narrative:
(B)(4).